Event description:
On (B)(6) 2015, a patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The final angiography showed a slight endoleak (type not determined but suspected to be a type ii/iiia). The physician thought the leak would be resolve and the procedure was completed. On unknown date in or around the year 2020, follow up examination confirmed an aneurysm enlargement. The aneurysm size had enlarged from 48×50 to 62×64mm. On (B)(6) 2021, a reintervention was performed to treat an aneurysm enlargement. Intraoperative angiography confirmed type ii endoleaks originating from the lumbar artery and the right internal iliac artery. No other endoleaks were found. The patient tolerated the procedure. The physician commented that the aneurysm enlargement was caused by a type ii endoleak.

Manufacturer narrative:
Additional information: h6. Code 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The device remains implanted and is not available for analysis. B5: event description was updated. E1: phone number. G1: reporting contact name and phone. H6: codes. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2015, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The final angiography showed a slight endoleak (type not determined but suspected to be a type ii/iiia). The physician thought the leak would be resolve and the procedure was completed. On unknown date in or around the year 2020, follow up examination confirmed aneurysm enlargement. The aneurysm size had enlarged from 48×50 to 62×64mm. On (B)(6) 2021, a reintervention was performed to treat aneurysm enlargement. Intraoperative angiography confirmed type ii endoleaks originating from a lumbar artery and the right internal iliac artery. No other endoleaks were found. Though a proximal type I endoleak was not observed, an aortic extender was additionally placed on the proximal end since a type I endoleak was suspected. (Reported separately in case (B)(4). The patient will be monitored and the procedure was completed. The physician commented that the aneurysm enlargement was caused by a type ii endoleak.